Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix clogged with dried blood. Visual and x-ray examination revealed the outer insulation was twisted due to the inner coil over-torqued at the connector region. After cleaning and cutting the lead, the helix extended and retracted when applying torque directly at the inner coil. Electrical testing revealed no conductor fractures or internal shorts. The event of twisted lead was confirmed.

Event description:
During the implantation procedure, the right atrial (ra) lead was noted to be twisted when attempted to extend the helix. The ra lead was removed and replaced, and the patient was stable.